Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) distal conductor fractured; full lead was returned and analyzed. It was observed inner insulation abrasion (breached) and outer insulation breached cut.

Event description:
It was reported that the lead had a high impedance and had an apparant fracture. The lead was explanted and replaced. No patient complications have bee reported as a result of this event.